Event description:
Silicone dam from cannula found in patient 2 weeks post op. Pt noticed and felt a protrusion which needed to be removed. This device is used for treatment.

Manufacturer narrative:
Lot number was not provided, therefore, DHR review could not be reviewed and mfg date not determined. The device was not returned for eval. This is the first complaint of this type reported to this date. The cause of this event could not be determined from the info available.